Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #4) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #4). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. The patient's attorney did not make any allegations regarding the two (2) implanted bard/davol allomax device. Not returned.

Event description:
On (B)(6) 2007 the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) on (B)(6) 2008, the attorney alleged the patient underwent surgery for implant of an unspecified bard/davol allomax. On (B)(6) 2008, the attorney alleges the patient had unspecified injuries and underwent revision surgery. On (B)(6) 2009, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2) on (B)(6) 2010, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #3) and an unspecified bard/davol ventralex (device #4) on (B)(6) 2011, the attorney alleges the patient had unspecified injuries and underwent revision surgery. On (B)(6) 2011, attorney alleges the patient underwent surgery for implant of an unspecified bard/davol allomax. On (B)(6) 2015, the attorney alleges the patient underwent surgery for implant of two (2) bard/davol ventralight st (device #5) and (device #6). On (B)(6) 2017, the attorney alleges the patient had unspecified injuries underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1), ventralex (device #4), two (2) ventrio (device #2) and (device #3), and two (2) ventralight st (device #5) and (device #6). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."